Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the end user reported forward water jet has poor irrigation "connector is stripped" which was experienced during the preinspection check, involving video gastroscope eg29-i10/serial (B)(4). The gastroscope was returned to pentax medical for evaluation on 02jul2019 and the pentax medical endoscope technician found a broken accessory in the forward water jet socket on 08jul2019. This finding confirmed the customer's complaint. Insertion tube bump at stage 1. Bending rubber leak at distal end. Failed wet leak test. Suction tube resistance. Failed dry leak test. Fluid invasion not observed in control body. Customer complaint confirmed. F/w jet function testing not performed unit compromised. Bending rubber pinhole. Operation channel- primary slice by accessory. Video image has a white or red dot. Fluid invasion not observed in pve connector. On 08jul2019 the complaint handling unit(chu) received a complaint notification from the service repair department regarding and "accessory stuck being stuck in the forward water jet socket. Pentax chu performed good faith efforts to acquire additional information from the user facility. On 19july2019, pentax chu received a response that they were not aware of the broken stuck accessory in the forward water jet socket, the malfunction was found during pre-procedure inspection and there was no risk to patient. The scope was immediately removed from circulation and called into pentax for service. The scope was repaired where pentax service technician replaced the following parts and returned to the user on 12/jul/2019 on delivery #(B)(4). Parts replaced: o-rings and seals, bending rubber, angle wire, adjusting collar, segment assy attaching screw, segment attaching screw, insertion flexible tube assy, distal end assy with tubes, suction channel lg, rl pulley assy, ud pulley assy. A review of service history indicates the scope was routinely serviced since sold 31oct 2016. On 03/08/2016, a device history review was performed which confirmed the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.